Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had lost power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/30/2016 device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings: a review of the black box data showed unexpected reboots. The returned battery cap and battery compartment were undamaged. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump was exercised for 24 hours with no power loss. The pump cover was removed and moisture corrosion was found on internal components. (B)(4).